Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was charging ipg frequently. The patient underwent an ipg replacement. The patient was reportedly doing well.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device analysis indicated that the complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization was reduced, charging can lengthen considerably. The battery was depleting its charge at a rate of 11.25 mvdc per day with the stimulation turned off, which was within the typical ipg battery depletion rate.

Event description:
A report was received that the patient was charging ipg frequently. The patient underwent an ipg replacement. The patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the physician was unsure of the reason for increased charging.

Event description:
A report was received that the patient was charging ipg frequently. The patient underwent an ipg replacement. The patient was reportedly doing well.